Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator that it was presenting a message saying to check lead connection. There was no patient involvement. Visual inspection found paddles were not placed on the correct way and the cable port was not fully secured in the port. The resolution was swapping the paddles to the correct way and connected cable into port properly. Ran operational check and shock test, confirmed system operational. Based on the information available and the testing conducted, the cause of the reported problem was incorrect connections. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.